Manufacturer narrative:
Details of complaint: the customer reported that a patient's pulse hit 212 and the central nurse's station (cns) did not alarm. Technical support (ts) asked the customer to check the event list and discovered that the cns did alarm; however, the alarm showed up as a warning, not a critical like they expected. Ts provided the customer with the investigation guide and asked for the patient's printouts for that time as well. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that a patient's pulse hit 212 and the central nurse's station (cns) did not alarm. There was no patient injury reported.

Manufacturer narrative:
The customer reported that a patient's pulse hit 212 and the central nurse's station (cns) did not alarm. Technical support (ts) asked the customer to check the event list and discovered that the cns did alarm; however, the alarm showed up as a warning, not a critical like they expected. Ts provided the customer with the investigation guide and asked for the patient's printouts for that time as well. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that a patient's pulse hit 212 and the central nurse's station (cns) did not alarm. There was no patient injury reported.